Event description:
It was reported that during an unknown procedure, the device would not fire initially and once the device did fire, it did not close the clips. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.